Manufacturer narrative:
Analysis of the instrument and instrument data by the customer indicated that the cause of the imprecision of csa results is unknown. The instrument data did not indicate any clear issue with the reagent or instrument performance.

Event description:
The account complains of imprecise cyclosporin a (csa) results was obtained on qc samples on multiple lots of reagent. It is unknown if patient results was reported to physicians. It is unknown if patient treatment was altered or prescribed on the basis of imprecision of csa results. There was no report of adverse health consequences as a result of imprecision of csa results.